Event description:
Litigation papers allege the patient suffered injuries that began with mild pain and stiffness but increased to severe debilitating pain, soreness, weakness, and discomfort; difficulty walking, sleeping, and sitting for short periods of time; difficulty performing routine activities; difficulty working due to pain; inability to lead a normal life; elevated metal levels, bi-lateral revision surgery and resulting bi-lateral deep vein thrombosis (dvts).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.